Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2010 (date/time not known). In addition to oral medication (glucophage and glipizide; doses not specified), the patient stated he also manages his diabetes with diet and/or exercise. In response to the alleged power issue, the patient indicated he continued with his usual dose of medication. The patient denied he developed any symptoms after the reported power issue began. According to the csr's documentation, 48 hours later the patient went to the emergency room, obtained a blood glucose result of "501mg/dl" with the ER/hospital's meter, and was administered 6 units of novolin insulin by a health care professional (hcp) as treatment. At the time of troubleshooting, the csr noted the patient did not have the subject meter or his testing supplies available at the time of the call. A replacement meter was sent to the patient. This complaint is being reported due to the following conclusion: the patient claimed he was unable to test his blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for sever hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.